Manufacturer narrative:
The manufacturer's authorized, field service engineer (fse), evaluated the device. And confirmed, the reported problem. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the patient connector assembly. Which was replaced and the device was returned to full functionality. The device remains at the customer site. And no further evaluation is warranted at this time.

Event description:
It was reported to philips the device therapy port connector would not allow pads cable to connect properly. There was no patient involvement.